Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an alert for lead safety switch (lss) was triggered on this pacemaker and right atrial (ra) lead due to pacing lead impedance measurement of less than 200 ohms. Subsequently, the patient complained of a racing heart rate with chest pain and palpitations on two nights prior to the alert. However, upon review of the device data, there were no episodes that would correspond at the time of patient's complaints. Further review found pacemaker mediated tachycardia (pmt) episodes along with numerous inappropriate atrial tachy response (atr) episodes due to oversensing of noise. The noise was determined to be due to muscle use and patient moving. The physician decided to keep lead in unipolar as all measurements are normal in that configuration and decreased sensitivity to avoid noise. It was noted that prior to this device being implanted the ra lead had exhibited noise and decreased impedance measurements. The system remains in service. No adverse patient effects were reported.